Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation was able to reproduce the reported symptom of "door issues - not closed." Review of history log found multiple "door jammed" alarms. Evaluation found force required to secure door when a loaded IV set is above expected levels due to cracked threaded insert boss and raised threaded insert causing separation between front case and mechanical assembly. The front case has been replaced.

Event description:
The customer reported that the spectrum pump has "door issues-not closed." Ther was no patient injury. No further information was available.